Event description:
A zoll distributor returned an electrode belt indicating that the therapy electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes nonfunctional) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon eval, the pulse wire was intermittent in the cable connecting the distribution node (dn) and front therapy electrode (te) between ec electrodes a and b. The cause of the non-functional therapy electrode is the intermittent pulse wire. The root cause of the intermittent pulse wire is excessive force placed on the cable. No adverse event resulted from the open wire.